Manufacturer narrative:
Investigation results: visual evaluation revealed that the working length of the needle and sheath were kinked at the distal end of the handle. The distal section of the needle and sheath were slightly bent with the distal section of the needle was broken. Furthermore, both broken ends of the needle showed evidence of bending. The reported event of needle bent and broken was confirmed. It is possible that excessive manipulation of the device by the user could have caused the distal tip of the needle to be bent and separated. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lung during an ultrasonic unstiffened puncture procedure performed on (B)(6) 2017 according to the complainant, during the procedure the patient coughed while performing a puncture in 4r. Reportedly, the patient had severe cough reflex and slight resistance was felt during puncture because of a possible fibrosis. Due to the incident, the physician attempted to remove the needle however, resistance was met so the endoscope was removed together with the needle. Outside the patient, the needle was noted to be bent and broken with the detached piece left inside the patient. A digestive forceps was used to remove the detached piece and the procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.